Event description:
It was reported that the pt began complaining of stiffness and occasional pain in the right hip approximately one year after her implant surgery. She has had physical therapy and tries yoga at her doctor's recommendation, but says it is painful and she takes ibuprofen for pain relief after each session. She recently had blood test for follow-up testing in three months. She states her surgeon said that she will eventually need revision surgery. The pt says she may not keep her follow up appointment because of the associated cost.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.